Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 02oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device had a battery failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 17oct2018. The customer declined service for the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.